Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated annex c and d codes are applicable to both nim 4.0 console and nim 4.0 patient interface devices. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the legal pleading filed with the court, the patient underwent surgery for a total thyroidectomy as treatment for a multinodular thyroid goiter. (All of the information received to date comes from the legal pleading. Medtronic is continuing its investigation.) Allegation of a false negative with the nim as it did not alert the surgeon of the right recurrent laryngeal nerve (rln), which was inadvertently transected. The rln was repaired with primary tension-free repair, axogen nerve sheath/ protector, and visteaseal. For that reason, only right thyroid lobectomy was performed. Patient's voice was hoarse after surgery. Two days post op, it was noted the patient's voice is hoarse, barely audible, patient indicated it hurts to swallow, and surgeon ordered to work with speech therapy. Surgeon referred patient to another ent who specializes in voice (laryngologist). Second doctor diagnosed the patient with paralysis of the right vocal fold and dysphonia. About three weeks post op, the patient underwent a suspension laryngoscopy and inject augmentation of the right true vocal fold with restylane. About three and half months after initial surgery, patient underwent a second round of suspension laryngoscopy and injection augmentation of the right true vocal fold with restylane.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product number: nimcpb1; product description: patient interface nim4cpb1 nim 4.0; serial number: unknown documentation on the file alleges that the nim vital used during the total thyroidectomy on (B)(6) 2023, provided ¿false negative responses¿ that led to inadvertent transection of the patient¿s right rln. Although the injury was repaired during the surgery, the lasting effects have been permanent for the patient, resulting in ongoing care and treatment. The allegation of ¿false negative responses¿ was not confirmed by the surgeon; therefore, it cannot be stated for certain that this alleged malfunction occurred during the procedure, or whether the nim system malfunctioned at all. Literature shows that multinodal substernal goiters, such as the patient had, can be quite large and contribute to difficulties in locating the rln. Identifying the rln during these procedures remains the gold standard of care. Injuries to the rln are known, inherent risks of thyroid procedures. (Lukinovic) the relatedness of the device and the reported injury is possible; however, without additional information it is uncertain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.